Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was loosely wrapped. A kink to the iabc outer lumen was noted at approximately 33cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but distal portion of the bladder would not fully unwrap and was consistent with being twisted. Furthermore, blood was noted within the helium pathway during the visual inspection; however, during the leak test, no leaks were detected. A leak site was unable to be located. The returned device was tested more than once with the same results. It could not be confidently determined what caused the blood to enter the helium pathway. Additional damage occurred to the iabc bladder during the complaint investigation due to the mistake/sample handling, where the bladder became enlarged during the cleaning process. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for the "balloon won't open" is confirmed. During the investigation the distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or un-wrap during functional testing. Additionally, blood was confirmed present within the helium pathway. The returned intra-aortic balloon catheter (iabc) was functionally tested with no leaks noted. The cause of how/when the blood entered the helium pathway could not be confidently determined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder and blood in helium pathway. The probable root cause of the twisted bladder is manufacturing related. The root cause of the how the blood entered the helium pathway is undetermined. A corrective and preventive action has been initiated to further investigate the issue related to the twisted bladder/bladder did not unwrap.

Event description:
It was reported "pump alarm, balloon won't open, replace catheter". Additional information states that the iab catheter was replaced into the same insertion site. The patient current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump alarm, balloon won't open, replace catheter". Additional information states that the iab catheter was replaced into the same insertion site. The patien't current condition is reported as "fine".